Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. Patient received an uneventful generator change (B)(6) 2024, all lead parameters tested normal at implant. Patient was in a car accident on (B)(6) 2024. A remote alert was sent (B)(6) 2024 for bipolar atrial lead impedance warning >3000. Suspecting atrial lead fracture. Lead is a medtronic 5076. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).